Event description:
It was reported that patient presented for a cardiac resynchronization therapy pacemaker (crtp) replacement, upon opening the pocket, the physician observed that a prior procedure had involved placement of a suture sleeve and medical adhesive to repair the right ventricular (rv) lead. In order to disconnect the lead from the generator, this prior repair was removed, at which time significant insulation breakdown of the rv lead was noted. Due to the condition of the rv lead, which demonstrated low impedance, and the patient is pacemaker dependent, the physician elected to cap the rv lead, and a new rv lead was successfully implanted on (B)(6) 2026. The patient was stable throughout.